Event description:
This is filed to report a gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. After getting trajectory and clip orientation, the anterior gripper would not move. A movement of the anterior gripper could not be confirmed when grippers were cycled together or latch cycled independently. As standard troubleshooting steps, device was locked and unlocked; open and closed; however, no gripper was seen moving. The clip was removed and replaced. Two clips were implanted with no reported issue, reducing mr to grade <1. The grippers were not moving when evaluated outside of the body. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information and without the return device to analyze, the cause of the reported inability to move the gripper cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.